Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device shows a high temperature error. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. The error for high temperature would render the device unusable. Customer stated problem can be confirmed. Device shows 43,3°c in display and overtemp alarm sounds. Defective thermistor replaced. Electrical safety and functional test passed. It is not anticipated that an overtemperature alarm in a fluid/blood warmer would cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function.